Event description:
A dr reported that on 08/07/1998 he noticed granulation tissue at the site of a membrane that was implanted on 07/27/1998. The patient complained of inflammation at the site of the membrane. The dr elected to remove the membrane. A senior dentist of the dental office stated that another dentist implanted the membrane over bone graft material. The inflammation was localized to the tooth area. The patient is reportedly healthy. No product was returned to the MFR.